Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping"), basedow's disease ("graves¿ disease"), pregnancy with contraceptive device ("unintended pregnancy following essure") and abortion spontaneous ("miscarriage") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 (live births: (B)(6)2012, (B)(6)2015), miscarriage and postpartum depression. Concurrent conditions included body mass index normal. Concomitant products included calcitriol (B)(6)2016 to (B)(6)2017, eszopiclone since (B)(6)2016, levothyroxine sodium (levoxyl) since (B)(6)2016, nortriptyline since (B)(6)2016 and tizanidine from (B)(6)2016 to (B)(6)2017. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced basedow's disease (seriousness criterion medically significant), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2015, the patient experienced the first episode of alopecia ("hair loss"), menorrhagia ("heavier cycles, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("uti"), headache ("headaches") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain"), hyperthyroidism ("hyperthyroidism"), asthenia ("lack of energy"), arthralgia ("joint pain in her ankles, knees and hips (joint pain)"), the second episode of alopecia ("hair loss"), infection ("infection"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain"), pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain lower, back pain, hyperthyroidism, asthenia, menorrhagia and arthralgia had resolved, the vaginal haemorrhage, basedow's disease, tooth disorder, dysmenorrhoea, fatigue, the last episode of alopecia, infection, urinary tract infection, migraine, headache, depression, anxiety, weight increased, dyspareunia, pregnancy with contraceptive device and abortion spontaneous outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anxiety, arthralgia, asthenia, back pain, basedow's disease, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hyperthyroidism, infection, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: current weight: 175 lbs. The right tubal ostia had 3 coils the left tubal ostia had 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc . Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping"), genital haemorrhage ("bleeding"), pregnancy with contraceptive device ("unintended pregnancy following essure"), abortion spontaneous ("miscarriage") and basedow's disease ("graves¿ disease") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 (live births: (B)(6) 2012, (B)(6) 2015), miscarriage and postpartum depression. Concurrent conditions included body mass index normal. Concomitant products included calcitriol (B)(6) 2016 to (B)(6) 2017, eszopiclone since (B)(6) 2016, levothyroxine sodium (levoxyl) since (B)(6) 2016, nortriptyline since(B)(6) 2016 and tizanidine from (B)(6) 2017. In (B)(6) 2015, the patient experienced basedow's disease (seriousness criterion medically significant), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced alopecia ("hair loss"), menorrhagia ("heavier cycles, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), pelvic pain ("pain") and weight increased ("weight gain"). In (B)(6) 2016, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), back pain ("back pain"), hyperthyroidism ("hyperthyroidism"), asthenia ("lack of energy"), arthralgia ("joint pain in her ankles, knees and hips (joint pain)"), infection ("infection") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy) and surgery (thyroidectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, back pain, hyperthyroidism, alopecia, asthenia, menorrhagia and arthralgia had resolved, the genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, basedow's disease, vaginal haemorrhage, tooth disorder, dysmenorrhoea, fatigue, infection, urinary tract infection, migraine, headache, depression, anxiety, weight increased and dyspareunia outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, anxiety, arthralgia, asthenia, back pain, basedow's disease, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hyperthyroidism, infection, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 175 lbs the right tubal ostia had 3 coils the left tubal ostia had 3 coils. Discrepancy noted as pre pfs: pain subsided after removal of device in (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-nov-2018: plaintiff fact sheet received. Event bleeding was added. Event onset date was updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping"), basedow's disease ("graves¿ disease"), pregnancy with contraceptive device ("unintended pregnancy following essure") and abortion spontaneous ("miscarriage") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 (live births: (B)(6) 2012, (B)(6) 2015), miscarriage and postpartum depression. Concurrent conditions included body mass index normal. Concomitant products included calcitriol29-sep-2016 to january 2017, eszopiclone since (B)(6) 2016, levothyroxine sodium (levoxyl) since (B)(6) 2016, nortriptyline since (B)(6) 2016 and tizanidine from march 2016 to january 2017. In (B)(6) 2015, the patient experienced basedow's disease (seriousness criterion medically significant), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of alopecia ("hair loss"), menorrhagia ("heavier cycles, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("uti"), headache ("headaches") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain"), hyperthyroidism ("hyperthyroidism"), asthenia ("lack of energy"), arthralgia ("joint pain in her ankles, knees and hips (joint pain)"), the second episode of alopecia ("hair loss"), infection ("infection"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain"), pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, back pain, hyperthyroidism, asthenia, menorrhagia and arthralgia had resolved, the vaginal haemorrhage, basedow's disease, tooth disorder, dysmenorrhoea, fatigue, the last episode of alopecia, infection, urinary tract infection, migraine, headache, depression, anxiety, weight increased, dyspareunia, pregnancy with contraceptive device and abortion spontaneous outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anxiety, arthralgia, asthenia, back pain, basedow's disease, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hyperthyroidism, infection, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: current weight: 175 lbs. The right tubal ostia had 3 coils the left tubal ostia had 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Concomitant medications added. Events abnormal bleeding (vaginal), graves¿ disease, dental problems, dysmenorrhea, fatigue, hair loss, infection; uti, migraines, headaches, pain, depression, anxiety, weight gain, dyspareunia (painful sexual intercourse), unintended pregnancy following essure, device ineffective, miscarriage and essure confirmation test: no added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain"), hyperthyroidism ("hyperthyroidism"), alopecia ("hair loss"), asthenia ("lack of energy"), menorrhagia ("heavier cycles") and arthralgia ("joint pain in her ankles, knees and hips"). The patient was treated with surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, hyperthyroidism, alopecia, asthenia, menorrhagia and arthralgia had resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, asthenia, back pain, hyperthyroidism and menorrhagia to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.